Event description:
Device 2 of 2 reference MFR report# 1627487-2018-12857. Additional information was received, patient underwent surgical intervention where the entire system was replaced due to the leads were accidently cut by the doctor and restored effective coverage.

Event description:
Device 2 of 2. Reference MFR report# 1627487-2018-12857. It was reported that the leads displayed high impedances on the lead contact. Reportedly, patient did not lose therapy. Surgical intervention may be pending to address the issue.